Manufacturer narrative:
While there is no indication that the product malfunctioned in this case, this event did require medical intervention to preclude permanent damage to a body structure. Therefore, this event meets the criteria for reportability. The lot number was provided, though no evaluation will be performed because the event is technique-related.

Event description:
It was reported that a week after an impression was taken using aquasil ultra, the patient returned and complained of pain in the area. The sulcus was explored with an instrument and a 5mm piece of the impression material was removed. An antibiotic cream and oral antibiotic were also administered. The reporter indicated that a retraction cord was used and that the impression was good.